Event description:
Additional information received identified the ipg was explanted and replaced with another model which resolved the issue.

Event description:
It was reported following a hip surgery the patient was unable to establish communication between the ipg and external devices. The ipg deemed inoperable. Surgical intervention may be taken at a later date to address the issue.